Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the lead migrated. Patient denies falls, motor vehicle accidents, or twisting. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted with no complications.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the stimulation end (paddle) revealed channels 1-a, 1-b, 2-a, 3, and 5 lead wires were detached from the paddle electrode. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.